Event description:
It was reported that the device was explanted due to noise. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Information states that the noise was from lead fracture, and the reason for device explant is unknown.

Event description:
New information noted that the noise was due to lead fracture, and the reason for the device replacement is unknown.